Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported right side "swollen lymph nodes¿, "itching¿, "redness in the skin¿, and "discovered their implants were recalled¿. Patient additionally reported the following events, which are not device-related: "fatigue¿, "arrhythmia¿, "dizziness¿, "migraines with aura for 7 months in a row, which have left sequelae in their sight, they see cobwebs¿, "muscle pain¿, "joint pain¿, ¿finger pain and deformation in their fingers¿, "mental fog¿, ¿a lot of digestive problems¿, ¿night sweats in winter¿, ¿brutal hair loss¿, ¿sleep disorders¿, and "asia's syndrome¿. Device remains implanted.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen lymph nodes".

Event description:
Patient reported right side "swollen lymph nodes¿, "itching¿, "redness in the skin¿, and "discovered their implants were recalled¿. Patient additionally reported the following events, which are not device-related: "fatigue¿, "arrhythmia¿, "dizziness¿, "migraines with aura for 7 months in a row, which have left sequelae in their sight, they see cobwebs¿, "muscle pain¿, "joint pain¿, ¿finger pain and deformation in their fingers¿, "mental fog¿, ¿a lot of digestive problems¿, ¿night sweats in winter¿, ¿brutal hair loss¿, ¿sleep disorders¿, and "asia's syndrome¿. Device remains implanted.